Event description:
Additional information received reported that the patient had a burning sensation and stimulation at the device pocket when the right lead was turned on. It was noted that x-ray revealed that the right lead had migrated to the pocket. It was noted that the left lead was reprogrammed to capture both the left and right legs. It was noted that the patient reported good coverage. It was noted that the patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient wanted her stimulation turned up because she was experiencing more pain in the right leg than the left. It was noted that the patient felt like she might have been being electrocuted. It was noted that it felt like a ¿branding iron.¿ the reporter stated that ¿it sent me up through the wall.¿ it was noted that it did not stop for a while after. It was further noted that they couldn¿t turn it off because she was moving around. It was noted that it did not stop until the implantable neurostimulator (ins) was turned off. It was noted that the patient¿s heart was beating ¿5,000 miles an hour.¿ it was further noted that they could not get a reading on her blood pressure monitor because of what happened. It was noted that the patient thought she was going to die. It was noted that they tried again when the patient had calmed down and the same thing happened. It was noted that both times the zapping sensation started right after the patient programmer was turned on. It was noted that the patient¿s husband did not even have time to make an adjustment.

Manufacturer narrative:
(B)(4).